Manufacturer narrative:
Concomitant medical products: a7700-23 mechanical valve, implanted: (B)(6) 1996. Kdr701 ipg, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced in 2008 due to chronically high threshold and impedance values. No patient complications have been reported as a result of this event.